Event description:
It was reported that the day after a routine device replacement, that the patient had syncope and was transported by ambulance to the emergency room. There was an alert for the right ventricular (rv) lead having impedance greater than 3000 ohms. The rv lead threshold was 8 volts at 1.5 milliseconds and there was a possible fracture. Reprogramming was done until the setscrew for the rv lead was revised. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead 2008 (B)(6), 419488 implantable pacing lead 2008 (B)(6), a7700-27 mechanical valve, (B)(4) mechanical valve 1994 (B)(6). (B)(4).